Event description:
The pt received two leads with the same lot number. It was reported the pt had lost stimulation in the right low back area and his hip area. The sjm rep met with the pt for reprogramming, but was unable to obtain coverage. X-ray showed one lead had migrated. It was reported the physician may undertake surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.